Event description:
It was reported that the customer experienced a high blood glucose of 457 mg/dl. The customer also stated her insulin pump went blank, she removed the battery and inserted another and received a battery out limit alarm. Assistance was provided with reprogramming time and dated and checking basal rates for accuracy. The alarm was cleared the customer was going to treat for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.